Event description:
It was reported that the device may have had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies found. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data was collected from the device and analyzed. Battery voltage was pre/approaching elective replacement indicator (eri). Weekly battery voltage trend data in save to disk file (B)(4) shows min bat=2.78 to 2.65 volts between (B)(4) 2012 is before device rrt <= 2.61 volt.